Manufacturer narrative:
4/25/97-supplemental report #1 submitted to FDA. In addition to the four method codes listed above in h6 co would like to include 86-x-ray. Analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approximation of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.

Event description:
During a pneumonectomy procedure, the instrument was difficult to open. Another instrument was applied resulting in tissue and blood loss. The incision was enlarged. As the second instrument was locked on the tissue, the surgeon used a kelly clamp and opened the two instruments with manipulation. The pt's current condition is satisfactory.